Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023 the sheath of tube assembly ruptured and ria failed. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. This complaint involves three(3) devices. This report is for one (1) ria 2 bone harvesting kit l520 this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Manufacturing location: packaged, sterilized and released by: monument release to warehouse date: 30-aug-2023 expiration date: 31-jul-2024 part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile lot number: 7678p89 (sterile) lot quantity: (B)(4). Component part(s) reviewed: part number: 03.404m001, reaming rod/drive shaft packaged lot number: 7577p36 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m012, ria ii ream rod/dr shaft seal lot number: 7615p37 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certificate of conformance was reviewed and determined to be conforming. Part number: 03.404m002, graft/irr/suction assembly lot number: 7577p71 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m014, irrigation tubing set lot number: 6260p78 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certificate of conformance was reviewed and determined to be conforming. Part number: 03.404m015, suction tubing set lot number: 6260p81 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certificate of conformance was reviewed and determined to be conforming. Part number: 03.404m033, ria ii graft filter lot number: 7537p62 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certificate of conformance was reviewed and determined to be conforming. Part number: 03.404m003, manifold assembly packaged lot number: 7577p93 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m010, ria ii manifold assembly lot number: 7552p33 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certificate of conformance was reviewed and determined to be conforming. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned device found that the ria 2 bone harvesting kit l520 was broken from the tube assembly. The broken fragment was returned for evaluation. Also the tube assembly was melted in the shaft of the device and the filter assembly was missing. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Caution: never ream when there is no irrigation/aspiration. The irrigation/aspiration fluid cools the reamer head and removes bone marrow and morselized bone from the medullary canal. Fluid flow is crucial for proper system performance. Note: do not turn the power on when the drive shaft is disengaged from the tube assembly. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the ria 2 bone harvesting kit l520 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.